Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed no readings from a libre 3 plus sensor that was paired to the ilet, then observed glucose values on the pump with a magnifying glass icon while the sensor completed its initial warm-up period; the user ingested fruit snacks during this time and a pump glucose of 239 mg/dl was noted. Symptoms included hyperglycemia. Outcomes included stabilization of glucose after troubleshooting and education. Investigation included technical support review and user guidance on expected sensor behavior during the initial period after setup. Investigation of this case revealed that sensor start-up and pairing timing likely contributed to transient hyperglycemia, with no device malfunction identified for the ilet or the sensor. It was concluded, based on previously established findings for similar reports, that the cause was unclear.